Event description:
49 yr old male got up off a cooler and felt a pop in his leg. He is s/p orif of the left femur for a supracondylar fracture of the femur 12/1/96. X-ray reveals two broked screws above the left of the fractured 5/10/97. Pt had a metal removal and open reduction and femoral rodding with a block nail on 5/20/97.